Event description:
It was reported that high capture thresholds were exhibited by this right ventricular (rv) lead on the automatic right ventricular automatic threshold (rvat) test prior to an rv lead revision procedure. Technical services (ts) determined that the elevated automatic threshold measurement had been recorded before the revision and was associated with the original rv lead. This original rv lead was subsequently explanted and replaced with a new rv lead. Post-procedure device measurements demonstrated normal right ventricular threshold, appropriate sensing, and capture with the newly implanted rv lead, with no issues observed. No adverse patient effects were reported. This rv lead was explanted and at this time, has not been returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.